Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to check for test cups. The customer found test cups wedged between the incubator and cover. The customer removed the test cup and verified the incubator was clean. The customer ran the "remove test cups" function with no errors. The customer was also advised to clean the cup presence sensor. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4276 incubator positioning error was the test cup stuck between the incubator and incubator cover.

Event description:
On (B)(6) 2017, a customer reported error 4276 incubator positioning error on the aia-900 instrument. The customer stated that a reboot did not clear the error. The customer is unable to run patient samples on estradiol (e2), follicle stimulating hormone (fsh), and prolactin (prl). On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2, fsh, and prl. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.